Manufacturer narrative:
Per gfe response, it has been confirmed that the device is not repaired, and the customer has not excepted nor responded to the authorized service provider (asp) despite multiple attempts for providing service and repair. As they are not able to be reached, it is unknown if the device will be repaired at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6). Phone(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is giving an error code backup alarm failed message. It was recommended to check the cpu printed circuit board assembly (pcba). It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing